Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure for treatment, thrombosis formation and patient death occurred. An amplatz super stiff guide wire was used during a tavi procedure. The device was manually pre-shaped prior the case. A thrombus was reported in the left ventricle. A catheter was extended into the heart and the thrombus was evacuated with a syringe. The patient then suffered a cardiac arrest and despite resuscitation attempts died on the table. The patients activated clotting time, (act) was greater than 300 seconds, well above normal values, something thrombogenic must have been present to cause the thrombus, the physician concluded that the wire was the most likely source. There were no problems with the amplatz guide wire during the procedure.

Manufacturer narrative:
The device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that manual pre-shaping the wires results potentially in wire damage exposing thrombogenic surfaces of the wire. In two of the reported cases the physician is quite confident that the thrombus started forming on the wire and then quickly extended onto the frame of the valve and into the left main coronary artery (lmca). From the moment of seeing the thrombus on the wire at the life peri-op transesophageal echocardiogram (tee) to hemodynamic collapse only 2 minutes passed. The preforming was not done by different people and there are only two tavr operators in the physician's lab including himself.

Manufacturer narrative:
(B)(4).